Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was inserted and the leaflets were successfully grasped. However, due to a lateral jet, the physician decided to reposition the clip. The clip was opened and grasping was again performed. Unfortunately, after lowering the grippers, the posterior leaflet was being pushed out of the clip due to patient anatomy. The multiple capturing attempts resulted in tissue damage on the posterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to capture the leaflets appears to be related to patient morphology/pathology. The reported patient effect of tissue injury was a result of multiple capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.